Manufacturer narrative:
Additional information: d10, h3, h6. Correction: h10. Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. And pt801 transducer failed. CAPA ca-2017-0206 was implemented to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4) at this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was experiencing xdcr fault. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Correction: h10 vyaire complaint #: (B)(4). Results of field service representative (fsr) onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main board. The fsr performed the operational verification procedure (ovp), checked alarms, volume and pressure. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. It was determined the pt801 transducer failed. CAPA ca-2017-0206 was implemented to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The vyaire failure analysis laboratory performed investigation. The reported complaint was confirmed through the events log and duplicated during functional check. And pt801 has failed. This issue will be internally investigated within vyaire.